Manufacturer narrative:
Corrected section d to match gudid.

Event description:
The pump was returned for pump alarm and failure to power on. After device was received, pump was able to be powered on but a red pump alarm was observed. Internal inspection of device found a bracket clip on the som connecting the main pcba to the som was broken and the connection was not secure. Electrical conductivity tests were performed and all readings were normal. Damage was found on the rear housing.

Event description:
The following has been reported: the following has been reported: pump problem alarm, stops infusing, no reported patient harm an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.